Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation procedure using a denali femoral system. During the procedure, it was found allegedly filter legs and arms allegedly got entangled, preventing full expansion. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two single-frame fluoroscopic images were provided and reviewed. Both radiographs depict the denali filter in the inferior vena cava having been placed via a femoral access. Therefore, the investigation is inconclusive for the reported activation failure including expansion failures as no objective evidence was provided for review. A definitive root cause for the reported activation failure including expansion failures could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device is not available for returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent a procedure of percutaneous inferior vena cava filter implantation using a denali femoral system. During the procedure, it was found allegedly filter legs and arms allegedly got entangled, preventing full expansion. The procedure was completed using another device. There was no reported patient injury.